Manufacturer narrative:
Visual inspection found the instrument to have burrs in the guide slots. General wear is expected and these devices have exceeded their useful life. Hardness tests on all devices verified devices were within acceptable hardness criteria. The device was used for treatment. Issue appears related to normal wear and tear from usage. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the instrument is very sharp and should be replaced. It is possible that the instrument can tear surgical gloves during surgery. The issue was discovered during cleaning.